Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v565870, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient had started to catheterize again. It was reported the event started after an accident in (B)(6) 2013. It was noted the patient felt miserable more often than good.